Event description:
The customer reported that the xray field on the system was larger than the viewable image in mag mode. No pt injury was reported.

Manufacturer narrative:
(B)(4). The ge service rep performed a beam alignment which corrected the xray field to a viewable image size issue. The system operates as intended.